Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, the patient experienced erosion post-procedure. The device was removed in (B)(6) 2011. All other information is unknown and unavailable.